Event description:
Reporter alleged discrepant blood glucose values of 25 mg/dl back to back with a result of 199 mg/dl when testing was performed on the advantage sys. Rptr stated being unable to provide any customer info and was not certain of the exact time frame between the testing. No info was provided by rptr whether any actions were taken or treatment was rec'd by the customer. A request was made for the return of the suspect device and replacement prod was sent.